Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, urgency, feeling of full bladder with weak stream, mesh erosion, dysuria, feeling of bulge on right side of vagina, vaginal discharge, burning with full bladder, bleeding, something raspy, rough edges, foreign body felt in vagina during sex. Stress urinary incontinence urinary tract infection, right paravesical tissue with scar, enlarged tissue found. Excisions of mesh exposure were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.